Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported stent dislodgement could not be determined; however, the subsequent treatments, including removal of foreign body, appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a distal anastomosis in the right leg near the popliteal artery that had heavy clotting of the vein graft. A 6.0x39mm omnilink elite was advanced and was attempting to be position as multiple unspecified stents were also used to treat the heavy clotting. When pulling back the device for removal negative was pulled and the stent dislodged. The stent was removed via snare without issue. The procedure was completed with an unspecified stent. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.